Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited oversensing of the minute ventilation (mv) signal on the right atrial channel. The mv signal was programmed off and the pacemaker remains implanted and in service. No adverse patient effects were reported.